Event description:
It was reported that a reposition was attempted because the pt was experiencing pericardial rub. The lead was explanted when the helix would not extend.

Manufacturer narrative:
Evaluation summary - the lead was returned for evaluation. The helix was found to be clogged with blood tissue, which may have contributed to the reported difficulty in extension. The distal coil wires were broken as a result of overtorque applied to the lead. Noted insulation damage is considered indicative of that which is seen at the time of implant/explant. The electrical characteristics exhibited normal coil continuity.